Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive with a frozen screen showing a blue circle, and customer support advised a hard reset by allowing the battery to deplete before arranging a replacement, while assisting with pairing a g6 app for interim glucose monitoring. Symptoms included no alerts or alarms from the ilet. Outcomes included disruption of intended therapy and temporary use of an alternative monitoring method. Investigation included remote troubleshooting attempts and review of device performance through customer interviews and follow-up. This case revealed a suspected display or user interface malfunction resulting in an unresponsive device state consistent with a screen freeze, with no evidence of patient injury. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.